Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient had a drg implant done and the patient was kept for observation due to possible stroke. Additional information received where in the patient has expired on (B)(6) 2023 from the stroke.